Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was returned for evaluation and the investigation identified misfire. A root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the products is identified.

Event description:
This reported summarizes one malfunction. A review of the malfunction indicated that model fvl10100 vascular stent graft allegedly experienced misfire. This information as received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old male patient's weight was not provided.